Manufacturer narrative:
Corrected data: there is no malfunction of the device. Additional information was provided on 29november2017 that has advised that the site has changed event information. The type iii endoleak on the three-year follow-up was a type ii endoleak coming from the inferior mesenteric artery and a large posterior aortic collateral branch. It has been determined that this complaint is not reportable as there is no malfunction of the device. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation / investigation: the actual complaint device was not returned. Without the complaint device, a physical investigation was not able to be completed. No imaging was provided for review. A review of the instructions for use, manufacturing instructions and quality control data was conducted. It was reported on 08jun2018 (translated from (B)(4)) there was evidence that the aneurism grew more than 10% on the scan done on (B)(6) 2017. Initially, presence of a type ii endoleak between a voluminous iliolumbar artery and a lumbar branch was reported. The scan also revealed a relatively short zone of proximal fixation closeness and the possibility of a type I endoleak due to the aneurism growth caused by the type ii endoleak. An intervention was performed on (B)(6) 2017 and included proximal covering by aortic cuff of the proximal neck and a diagnostic arteriography. This intervention was considered successful. Endoleak is a known inherent risk of this device. The physician suggests the type ii endoleak led to the possible type I endoleak. At this time, the most probable cause of this event is human anatomy related. A device history record review could not be performed due to the device lot information was not provided. Qc specifications, manufacturing instructions and design history files were reviewed and no evidence was found suggesting that the device was manufactured outside of specifications. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU: do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. Additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. This complaint focused on a (B)(6) year old male who underwent aaa repair on (B)(6) 2013. A zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-82-zt) with two leg extension grafts (left iliac: zsle-16-74-zt, right iliac: zsle-4-16-56-zt). It was reported that there were difficulties deploying the device but no additional information was given. The procedural imaging revealed patent devices at the conclusion of the procedure and no kinks were observed. A type 2 endoleak was left uncorrected. The patient additionally underwent a standard molding balloon angioplasty procedure. It is unclear whether this procedure was performed as a result of the type ii endoleak. This status was consistent with follow up CT scans until (B)(6) 2017 (3-year follow up) where the type 2 endoleak was now reported as a type 3 endoleak with no further information. Updated information given on 29nov2017 clarified that the site has changed information so the type iii endoleak on the three-year follow-up is really a type ii endoleak coming from the inferior mesenteric artery and a large posterior aortic collateral branch. Type ii endoleaks are a result of patient anatomy therefore there is no evidence suggesting that the device was manufactured out of specifications. It is feasible to suggest that the root cause of this complaint is human anatomy and disease progression related. Additional information was provided for this event and the complaint was re-opened for evaluation with the current information. With updated information provided on 01jun2018, a secondary intervention was performed on (B)(6) 2017 (1212 days post-procedure) to treat the type 2 endoleak. It was provided that this secondary intervention was endoleak treatment on aortic stent with arteriography and arterial sutures. This secondary intervention was considered successful. On (B)(6) 2017 (1329 days post-procedure), a follow-up CT revealed patent and intact devices and no kinks or migration was observed. The type 2 endoleak was still present and the aneurysm diameter was 56mm. On 16jan2018 (1525 days post-procedure), a follow-up CT revealed patent and intact devices and no kinks, endoleaks, or migration was observed. The maximum aneurysm diameter was still 56 mm. Additional information provided on 08june2018 stated there was evidence that the aneurism grew more than 10% since the scan done on (B)(6) 2017. Initially, presence of a type ii endoleak between a voluminous illio-lumbar artery and a lumbar branch was reported. The scan also revealed a decrease in neck fixation length and possibly a type 1a endoleak caused by the aneurysm growth from the type 2 endoleak. An intervention was performed on (B)(6) 2017 and included: proximal covering by aortic cuff of the proximal neck and a diagnostic arteriography. This intervention was considered successful. The reported type 1a endoleak was caused by aneurysm growth from the original type 2 endoleak, therefore, the type 1a will be treated as a cascading event and covered in this complaint. The conclusion remains that this event was a result of patient anatomy therefore there is no evidence suggesting that the device was manufactured out of specifications. The root cause remains human anatomy and disease progression related. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event.

Event description:
On (B)(6) 2017, there was evidence that the aneurism grew more than 10% on the follow up CT scan. Initially, presence of a type ii endoleak between a voluminous illio-lumbar artery and a lumbar branch was reported. The scan also revealed a relatively short zone of proximal fixation closeness and the possibility of a type I endoleak due to the aneurism growth caused by the type ii endoleak. On (B)(6) 2018, the site performed a secondary intervention. The site reported that the secondary intervention included:proximal covering by aortic cuff of the proximal neck and a diagnostic arteriography. This intervention was considered successful. On (B)(6) 2017, a follow-up CT revealed patent and intact devices and no kinks or migration was observed. A type 2 endoleak was still present. The maximum aneurysm diameter was 56 mm. On (B)(6) 2018, a follow-up CT revealed patent and intact devices and no kinks endoleaks or migration was observed. The maximum aneurysm diameter was 56 mm.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
An international customer reported that on (B)(6) 2013, the patient underwent a procedure to have a zenith flex abdominal aortic aneurysm (aaa) endovascular graft system implanted. The patient was reported to have an asymptomatic aneurysm of maximum diameter less than or equal to 5cm which increased in size by 1cm in the prior twelve months. On the day of the procedure, the patient presented with a maximum aneurysm diameter of 48mm and a proximal neck diameter at the lowest renal artery of 22mm. The outer diameter of the left iliac was 14mm and the outer diameter of the right iliac was 15mm. It was classified as irregular. There were difficulties deploying the device. Imaging revealed a patent stent graft at the conclusion of the procedure and no kinks were observed. A type ii endoleak was left uncorrected. The patient had a subsequent standard molding balloon angioplasty performed. On (B)(6) 2017, a type iii endoleak was observed. Additional information has been requested; no further information is available.